Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection under the right breast around the right electrode. Follow up indicated that the patient was in the hospital with the lifevest removed, per hospital policy. The medical outcome is unknown.